Event description:
A male underwent aaa repair in 2008. The procedure went as labeled. When the grey positioner of the contralateral iliac leg delivery system was removed, blood leaked from the valve of the delivery system. The physician changed to another sheath of 14 french from the iliac delivery system. The pt had blood-loss of 950cc and was transfused with 280cc. Confirmatory angiography revealed a distal type I endoleak on the right side. Another MFR's stent was placed on the distal landing zone and this resolved the leak. Refer to 1820334-2008-00222.

Manufacturer narrative:
Evaluation: still under investigation.